Manufacturer narrative:
The device was returned in the fully deployed position. The download data shows that the device completed both first and second prime and delivered 3232 pulses before being deactivated. Inspection of the needle mechanism assembly found no issues. The needle mechanism assembly was reset to the not deployed position, and the device deployed as intended during manual deployment. No issues were found that would cause a needle mechanism failure. The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability of fluid to flow through the fluid path. Timeouts were seen in the device data but no drive stalls occurred. Inspection of the drive mechanism found no issues that would contribute to timeouts. The cause of the timeouts could not be determined. The data shows that device corrected itself from the timeouts.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 373 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels, patient found the pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. As treatment, patient intended on soon administering a manual injection. The patient's blood glucose insulin history is as follows: (B)(6)